Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited threshold greater than programmed amplitude or suspended. The device remains in service. No adverse patient effects were reported. Additional information was received, loss of capture (loc) is suspected to be present. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited threshold greater than programmed amplitude or suspended. The device remains in service. No adverse patient effects were reported. Additional information was received, loss of capture (loc) is suspected to be present. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited threshold greater than programmed amplitude or suspended. The device remains in service. No adverse patient effects were reported. Additional information was received, loss of capture (loc) is suspected to be present. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.